Event description:
It was reported that on (B)(6) 2020, the patient was admitted to the hospital for increased shortness of breath and underwent pleural effusion where a liter of fluid was removed from the lungs. The patient also received 1 unit of packed red blood cells (pbrcs) on (B)(6) 2020 and another one on (B)(6) 2020 due to thrombocytopenia. The patient underwent a right heart catheterization. On (B)(6) 2020 the patient was started on lasix and dobutamine for likely cardiorenal syndrome. The patient was diagnosed with end stage renal disease requiring renal replacement therapies on (B)(6) 2020. On (B)(6) 2020, the patient requested to be transitioned to comfort care and to have the ICD turned off. The lvad was turned off on (B)(6) 2020 and the patient expired.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number mlp-009718, and the reported event could not conclusively be established through this investigation. It was reported that the patient expired o (B)(6) 2020 from renal failure and cardiogenic shock. The vad coordinator was notified on (B)(6) 2020 that the patient was admitted to an outside hospital for increased shortness of breath. The physicians removed over a liter of fluid from the lungs and the patient underwent a right heart catheterization. The patient experienced bleeding starting on (B)(6) 2020. The patient received 1 unit packed red blood cells (prbcs) on (B)(6) 2020 and another on 08mar2020 due to thrombocytopenia. The bleeding resolved on (B)(6) 2020. They were transferred to university of minnesota on 13mar2020 and started on intravenous (IV) lasix and dobutamine for likely cardiorenal syndrome. The patient was diagnosed with end stage renal disease requiring renal replacement therapies on (B)(6) 2020. On (B)(6) 2020, they requested to be transitioned to comfort cares only, dnr/dni (do not resuscitate/intubate), and to have his ICD turned off. Lvad was turned off 17mar2020 and they passed away shortly after. The pump has not been received for evaluation at this time. The heartmate 3 lvas IFU, rev. C. Is currently available. Section 1 of this IFU lists renal dysfunction, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for mlp-009718 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported event could not conclusively be established through this investigation. The pump has not been received for evaluation. In the event the pump is returned for evaluation, this complaint may be re-opened. The hm 3 lvas instructions for use lists the adverse events that may be associated with the use of the hm3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient expired due to renal dysfunction and cardiogenic shock.

Manufacturer narrative:
Section b5: additional information manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this investigation. It was reported that the patient expired on (B)(6) 2020, from renal failure and cardiogenic shock. Due to hospital policy, no further information is available. The pump has not been received for evaluation at this time. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists renal dysfunction and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired. Due to hospital policy, no other information was able to be provided.